Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model crus6a recanalization catheter allegedly experienced detachment of device component. The information was received from one source. The event involved a patient with no known impact to the patient. Age, weight and gender was not provided.